Manufacturer narrative:
The account would not make the bed available to the technician to investigate the alleged malfunction.

Event description:
The account alleged that the bed has no functions. The account has turned off the lockouts and tried to use the manual pump, but still no functions.